Event description:
I had essure placed in (B)(6) 2010, my periods have become irregular. Also I developed acne like a teenager all over my cheeks that took months to go away. I also become really sick by (B)(6) and needed antibiotics for an unknown infection that lasted 3 months and was debilitating to where I could not move my joints or do simple things such as zip a coat or button anything. I also had noticed my legs fall asleep very often at this time and certain positions or bends I do or make send a sharp pain through my lower abs where my coils are located. Also having sex has changed. I cannot have rough sex or be penetrated in a deep man or without feeling like my coils are going to be shot out which is very painful almost like a funny bone feeling throughout my female organ region . I was told by my doctor that a penis cannot come in contact with the device but I'm sure it has and my husband has felt them himself and asked what he was possibly hitting. Also I have major cramps where I am in bed for days after normal sex and soft sexual intercourse. I have also bled after intercourse to the extent that my sheets and mattress had been ruined and I was not on my or close to my menstrual cycle. Within the first year I had noticed I have lost a lot more hair during brushing. To this day my hair is thinning and has become a lot shorter with out the need of being cut. I've had to pull my hair to the side just to make it look like it is fuller but is not. In (B)(6) 2012 I started missing my periods or become a few weeks late at a time. Some periods are heavy some are really light. I never know what or when it will happen next. I went to my gyn and was told I have developed pcos and had cyst on my left ovary of which I never had female issues in my life. I was also told the weight gain I have since after my last birth might be part of the problem but also may not be the problem. My doctor had also screened me for pre menopause at age (B)(6) and came back negative. Even with the change in food and exercise I am still dealing with these issues. Also since placement of essure my vagina around during and after periods feel at times like someone has kicked me in the crotch and from the outside I look inflamed as if swollen and all I want to do is sit in a really hot or cold bath or have a compress against myself. The feeling feels like I had just pushed out a baby and need ice packs. My whole body hurts. I'm not sure if I am allergic to nickel I don't recall ever being given that test. My joints hurt. Sometimes I get sharp pains out of the blue in my lower abdomen. And my belly around period time bloats very big to where people ask me if I'm pregnant but am not . Though while I am off my cycle I have little bloat.